Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was normal. No anomaly was found.

Event description:
Additional information indicates loss of capture was also seen on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a one-week post-implant check, undersensing, a decrease in impedance, and a rise in capture threshold were seen on the right ventricular lead. A chest x-ray indicated that cardiac perforation had occurred. The lead was removed and replaced on (B)(6) 2018, during which minor effusion was noted via echocardiogram. The patient was stable at the end of the procedure.